Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated this is the 2nd time now that the remote has acted up. Pt states he cannot turn up stimulation. Patient said he is seeing settings not available. Patient stated this started about a week ago which was confirmed. Patient service specialist reviewed patient will need to have the device adjusted in person. Agent walked pt through lowering a group patient does not use and the patient was still seeing same message settings not available. Agent reviewed this is not the equipment and its the ins.  The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.